Event description:
It is reported that the customer "has experienced 4 times that the distal cuffs could not be inflated properly". Additional information received states that this occurred 4 times on 4 different patients during insertion. No lubricant was used. For each patient, the issue was resolved by removing the bronchial tube and inserting a new one. No patient harm or injury.

Manufacturer narrative:
(B)(4). Other remarks: n/a. Corrected data: n/a.

Manufacturer narrative:
Qn# (B)(4). The customer returned an unopened representative sample for investigation. The blue cuff and the clear cuff were inflated to 25mbar using a calibrated endotest. The cuffs were inflated and deflated with no issues. No leakage was found on the returned sample. A device history record review was performed and no relevant findings were identified. The complaint could not be confirmed. There were no issues found with the returned sample.

Event description:
It is reported that the customer "has experienced 4 times that the distal cuffs could not be inflated properly". Additional information received states that this occurred 4 times on 4 different patients during insertion. No lubricant was used. For each patient, the issue was resolved by removing the bronchial tube and inserting a new one. No patient harm or injury.